Event description:
Caller reported that a malfunction occurred with the pump intermittently. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a correction bolus via the pump. Reportedly, the customer reverted to an alternate method of insulin therapy.